Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process with multiple new cartridges. A third new cartridge was successfully loaded onto the pump resolving the issue after performing a syringe needle change. Customer's blood glucose level was 310 mg/dl.